Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check with a message "pressure transducer difference 5 cm h2o". Identification of issue has been done by analyzing problem description and service report. The device was checked with another expiratory cassette and both pressure transducer boards were cleaned and adjusted, but the issue persisted. The pressure transducer board pc1781 was pointed out as defective and has been replaced to solve the issue. Pressure transducer printed circuit board measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. The issue was decided to be reported as a defective pressure transducer printed circuit board may lead to high pressure. There was no patient involvement.  Unfortunately, device¿s logs and the claimed defective part were not available for further investigation, hence the root cause of the event has not been determined.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check with a message "pressure transducer difference 5 cm h2o". There was no patient involvement. Manufacturer's ref. #: (B)(4).